Manufacturer narrative:
Medtronic rep tested the sys and communicated tracer and fiducial registration tips to surgeon to improve his next registration.

Event description:
A medtronic rep reported, during surgery, the surgeon was inaccurate after using pointmerge and tracer registration methods. The rep stated that the fiducials were placed on top of the hair or on soft tissue and another was depressed with tape. Also, the surgeon traced a small area on the forehead and top of the head and did not trace along the bridge of the nose. Surgeon continued with navigation. No impact on pt outcome was reported.